Event description:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/(B)(4)) on (B)(6) 2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), rash generalised ("generalized cutaneous eruption") and urticaria ("urticaria") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rash generalised (seriousness criteria medically significant and intervention required) and urticaria (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain, rash generalised and urticaria outcome was unknown. The reporter considered abdominal pain, rash generalised and urticaria to be related to essure. The reporter commented: it was reported that during the laparoscopy, both devices were located correctly. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.